Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of the patient and reported that her blood glucose (bg) levels had been elevated for the previous 4 days. The patient indicated that her bg's reached as high as "506 mg/dl." Her normal bg range is "140-220 mg/dl". The patient did not allege any symptoms. Through troubleshooting, the animas representative involved in this contact was unable to find any mechanical issues with the pump. All history screens were reportedly correct. The bolus history added up correctly with the tdd. The basal amounts were correct. No issues were observed with the patient's infusion set, site, or cartridge. No changes in the patient's health were reported. The patient is currently (B)(6) and is reportedly going through (B)(6). Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas' criteria for a serious injury. However, it is unknown at this time if the pump contributed to the patient's injury.

Manufacturer narrative:
Device evaluation: (B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to adequately investigate due to continued patient use. No insulin delivery defects were found. Daily insulin totals correctly reflect user's programmed basal rates. No data in black box or histories from time of the reported high bgs due to continued patient use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within required specifications. Unrelated to this complaint, it was found that the time and date were resetting to factory default values following power on reset. After setting date/time on pump battery was removed. The pump was left without power for 1 hour; when the pump was powered on it had returned to the default time and date. The pump was opened and the internal battery (bt1) was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.